Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, menorrhagia, and fibroid uterus and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy. It was reported that following insertion the patient experienced incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal surgeries on (B)(6) 2008 and on (B)(6) 2009 , due to pain, erosion, dyspareunia, infection, urinary problems. (B)(4).